Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the device was bumped onto a drawer, and the drive support cap and bottom came out. The customer's blood glucose level at the time of incident was 195mg/dl. The customer was advised that the device would be replaced and returned for analysis. The customer also mentioned site issues, and the cannula coming out and getting stuck to the customer's night gown. The customer states the needle didn't go through the patch and the adhesive wasn't sticking.